Manufacturer narrative:
Correction: the aware date for report #9612164-2019-04400 is 2019-10-04. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: sponsor assessed the event as causally related to the device. Correction: patient code added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularisation procedure an amphirion balloon was used to treat the right anterior tibial artery. Approximately 11 months post procedure the patient suffered reocclusion of the anterior tibial artery and was treated with revascularisation of the anterior tibial artery with a non-medtronic pta. The patient recovered and the investigator assessed the event as not related to the device, procedure or paclitaxel. The sponsor assessed the event as not related to the procedure or paclitaxel and as possibly related to the device.